Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had an infection and the ICD was explanted. Patient's condition was before, during and after implantation stable and fine.